Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they experienced a low blood glucose level of 41 mg/dl. The other relevant blood glucose level was 88 mg/dl, 113 mg/dl. The customer stated that the insulin pump was not vibrating while changing the reservoir. The customer was assisted with vibration setting. Troubleshooting was not performed for low blood glucose. The insulin pump will not be returned for the analysis.